Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because testing in settings mode was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned. Initial reporter: lay user/patient's name, address, and phone number was not provided at the time of the call.